Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment/non-emergency treatment and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the device display froze. Review of the system log file showed that the error ip pc image disk 2 failed. The fse replaced the ip pc and hard disk. Later on,26 july 2023 the reported issue is reoccurred fse reinstalled the existing ippc. Perform dbs os and apps, recreated image store. After that the system was returned to use in good working order.

Event description:
It was reported to philips that the allura device display froze. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.